Event description:
It was reported that the patient's vns indicated high impedance and he was now being referred for lead and generator replacement. The patient had previously reported a feeling of constant vns stimulation when he turns to the left in (B)(6) 2011. X-rays of the neck and chest were taken that reportedly did not show any issues however these were not sent to the manufacturer for review. Follow-up with the site found that no trauma or manipulation was reported however the patient carries firewood on his chest which the physician felt may have resulted in damage. Surgery to replace the lead and generator is likely.

Event description:
Additional information was received indicating surgery to replace the patient's lead and generator has occurred. Attempts for the return of the explanted products have been unsuccessful to date.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not indicate "30-day."

Manufacturer narrative:
Analysis of programming history.device failure is suspected but did not cause or contribute to a death or serious injury.